Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic with a stored electrogram showing non-sustained right ventricular oversensing during which the patient did not receive inappropriate therapy. Programming changes were made. The patient was stable before, during and after the reprogramming.